Manufacturer narrative:
All operating currents are within specification. No unexpected low battery or off no power alarms noted. The insulin pump passed off no power test, self-test, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. We were unable to prime during prime test due to faulty force sensor resistor. We were unable to complete functional test due to prime anomaly. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.

Event description:
It was reported via phone call that the customer was hospitalized due high blood glucose and bent cannula. Customer's blood glucose was over 600mg/dl. Customer stated they had diabetes ketoacidosis. Customer declined high blood glucose troubleshooting. Customer's current blood glucose was 538mg/dl, treated with a shot of insulin.